Event description:
Patient was assaulted and received blunt trauma to the left eye. The nurse activated a chemical cold pack per the instructions and placed it on the patient's orbit to reduce the swelling. A few minutes later, the chemical cold pack began leaking and some of the fluid leaked into the patient's eye. The eye was copiously irrigated with saline for 30 minutes. Ophthalmology was consulted. The patient's reported increased pain in his eye, but the pain was improved the following day.